Manufacturer narrative:
It is the belief by fmc na that this statement "patient known to play the catheter tubing" made by the user facility has identified that possibly the pt behavior may have caused or contributed to this event. Also, it is possible that the connection became loose because the facility reported that there was nothing used to secure the connections.